Manufacturer narrative:
H.6. Results code 1 updated; h.6. Conclusions code 1 updated; h.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, aortic expansion, fistula (aortobronchial), and reoperation. The IFU also states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patient etiologies including, but not limited to, patients with active systemic infections.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tgmr313110j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of a thoracic aortic aneurysm impending rupture using two conformable gore® tag® thoracic endoprostheses (ctag). It was reported that the patient had experienced a surgery for an esophageal cancer one month prior, and an infection from the esophageal surgery was suspected. The procedure was completed with no reported issues. On (B)(6) 2020 the patient developed hemoptysis. CT imaging did not reveal aneurysm rupture or a pseudoaneurysm. However, contact was noted between the patient's aorta and bronchus near the overlap site of the two ctag devices. It was reported that this contact was a suspected, but unconfirmed, fistula. The physician also suggested that the hemoptysis may have been associated with the bronchus. The patient's vital signs were reportedly stable. Infection, associated with the esophageal cancer procedure, was also confirmed. The physician reported that the patient's aortic wall was weak due to the infection, and it reportedly appeared that the aorta had been expanded by the tgu313115j device since the initial device implantation. Therefore, the physician opted to intervene. A gore® tag® conformable thoracic stent graft with active control system was used to reline the ctag devices. There were no further reported issues. The patient tolerated the procedure.